Event description:
It was reported that: patient was a chronic dislocator. Liner exchanged to a constrained liner. No device malfunction has been reported.

Manufacturer narrative:
Device is not yet available for evaluation. Additional information has been requested and if received will be provided on a supplemental report.